Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced high blood glucose of 564 mg/dl. Customer declined to troubleshoot as he stated he had a bent cannula but is concerned that the device did not alarm at that time. He stated he received two no delivery alarms before calling; blood glucose value was 286 mg/dl. Alarm was resolved by an infusion set change. Customer also reported he had multiple low glucose events since being on the insulin pump. He stated that the representative who programmed his device did it incorrectly and just got it corrected. Customer called the next day and stated that he was up all night with a high of 600 mg/dl and no delivery alarms. Customer inserted a total of four sets. Customer stated that all cannulas were bent. He has tried different cannula lengths, insulin is not expired or denatured and he rotates sites. Customer was advised he may need to choose a different infusion set that does not go in at a 90 degree angle. Last reading is 197 mg/dl. Nothing further reported.